Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of end of life approximately a year ago due to a charge time of 32 seconds. The battery voltage was at 2.58 volts. It was reported that the patient's last follow-up was over a year ago and the charge time at that time was around 18 seconds. This patient was scheduled for a changeout procedure in the near future. At this time, no further information has been made available. Subsequent information indicates that this product was explanted, replaced and returned for normal battery depletion.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated. A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the q2 2010 product performance report.